Event description:
It was reported that this event occurred in the ICU during insertion. There was difficulty advancing the dilator over the swg during insertion. Upon retraction of the dilator, the anesthesiologist found that the tip of the dilator was damaged. As a result, the dilator was removed and a new kit was opened and used to successfully complete the procedure. There was a delay reported, however, there was no harm to the patient. There were no complications, death, or injury reported. Medical interventions was not necessary.

Manufacturer narrative:
(B)(4).